Manufacturer narrative:
The system was returned to arjo and inspected. It revealed leakage from the pump¿s pressure regulator and compressor, as well as damaged power cable. The mattress was dirty and it¿s cover was worn out. Moreover several air leakage points were identified, the air escaped from 2 cells, automatt assembly and CPR. According to the nimbus 4 instruction for use (IFU 649933ml_02: 06/2014) pump is equipped with the low pressure indicator that is illuminated whenever the pump detects low pressure within the mattress. This may indicate that there is insufficient pressure to support a patient. The pump¿s inspection revealed no fault related to the alarm. There is no doubt that the mattress failed its specification since it was deflating, however, the development of a serious pressure injury could be caused by the patient's condition. Nimbus 4 instruction for use 649933en states that the ¿system are indicated for the prevention and/or management of all categories of pressure ulcer, when combined with an individualised, comprehensive pressure ulcer protocol: for example, repositioning, nutritional support, skin care.¿ ¿the system represents one aspect of a pressure ulcer management protocol; all other aspects of care should be considered by the prescribed clinician¿. Currently we are in the process of analysing the data in order to conclude the cause of the patinet injury.

Manufacturer narrative:
The system was returned to arjo and inspected. It revealed leakage from the pump¿s pressure regulator and compressor, as well as damaged power cable. The mattress was dirty and it¿s cover was worn out. Moreover several air leakage points were identified, the air escaped from 2 cells, automatt assembly and CPR. Currently we are in the process of gathering and analysing the data in order to conclude the cause of the patient injury.

Event description:
Arjo became aware of the event resulting in patient¿s stage 4 pressure injury development. The customer reported that the nimbus 4 mattress deflated at the sitting area. The patient was not supported properly enough and was almost lying on the bed frame. The mattress deflation was also observed when the transport mode was turned on. Moreover, the customer reported signs of wear on the mattress. The mattress was taken out of use and inspected

Manufacturer narrative:
The system was returned to arjo and inspected. It revealed leakage from the pump¿s pressure regulator and compressor, as well as damaged power cable. The mattress was dirty and it¿s cover was worn out. Moreover several air leakage points were identified, the air escaped from 2 cells, automatt assembly and CPR. There is no doubt that the mattress failed its specification since it was deflating, however, the development of a serious pressure injury could be caused by the patient's condition. Nimbus 4 instruction for use 649933en states that the ¿system are indicated for the prevention and/or management of all categories of pressure ulcer, when combined with an individualised, comprehensive pressure ulcer protocol: for example, repositioning, nutritional support, skin care.¿ ¿the system represents one aspect of a pressure ulcer management protocol; all other aspects of care should be considered by the prescribed clinician¿. Currently we are in the process of analysing the data in order to conclude the cause of the patient injury.

Manufacturer narrative:
The investigation is ongoing.

Event description:
Arjo became aware of the event resulting in patient¿s stage 4 pressure injury development. The customer reported that the nimbus 4 mattress deflated at the sitting area and the pump¿s alarm did not activate. The patient was not supported properly enough and was almost lying on the bed frame. The mattress deflation was also observed when the transport mode was turned on. Moreover, the customer reported signs of wear on the mattress. The mattress was taken out of use and is awaiting for the inspection.

Manufacturer narrative:
System inspection revealed leakage from the pump¿s pressure regulator and compressor, as well as damaged power cable. The mattress was dirty and it¿s cover was worn out. Moreover several air leakage points were identified, the air escaped from 2 cells, automatt assembly and CPR. According to the nimbus 4 & nimbus professional instruction for use (IFU 649933ml_02: 06/2014) pump is equipped with the low pressure indicator that is illuminated whenever the pump detects low pressure within the mattress. This may indicate that there is insufficient pressure to support a patient. The pump¿s inspection revealed no fault related to the alarm. Moreover, in the event of system malfunction related with the air loss, the deflation will not occur immediately ¿ the overall deflation time will change, depending on the size of leakage point. According to the nimbus service manual (ser007 rev. 11), 8 out of 20 mattress cells (cells 5-12 counting from the head end) are fed through partial non-return valves from other cells and are therefore never at zero pressure. Their role is to prevent the torso section from bottoming during dynamic mode. Thus, although the system had few leakage points, these failures should not lead to the immediate mattress deflation. The customer alleged that the mattress deflated even when the transport mode was turned on. According to the nimbus 4 & nimbus professional instruction for use (IFU 649933ml_02: 06/2014) in the transport mode the mattress is sealed and the support surface is equally pressurised. In this mode the mattress will support the patient for up to 12 hours. The revealed leakage from the automatt assembly and from the pump¿s compressor caused that the mattress pressure dropped. There is no doubt that the mattress failed its specification since it was deflating, however, the development of a serious pressure injury could be caused by the patient's condition. The customer informed that the patient was admitted to the hospital with ¿light wound¿ and it worsened after 3 days. It indicates that the patient was at high risk of pressure injury development. IFU states that the ¿nimbus 4 system is indicated for the prevention and/or management of all categories of pressure ulcer, when combined with an individualised, comprehensive pressure ulcer protocol: for example, repositioning, nutritional support, skin care.¿ ¿the system represents one aspect of a pressure ulcer management protocol; all other aspects of care should be considered by the prescribed clinician¿. ¿if existing wounds do not improve or the patient¿s condition changes the overall therapy regimen should be reviewed by the prescribing clinician.¿ it is unknown whether the therapy regimen has been adapted to the changing condition of the patient. When following the pressure ulcer protocol, it is believed to be highly unlikely that the reported system malfunction may result in any serious injury for the patient. The nimbus 4 system was used while the patient sustained a serious pressure injury, therefore it played a role in the event. The involved system malfunctioned therefore it failed to meet its performance specification. The complaint was assessed as reportable due to the indication that the patient developed a serious pressure injury while lying on the arjo system.